Event description:
Rptr alleged the customer obtained discrepant back to back blood glucose results of 500-599 mg/dl, 300-399 mg/dl and about 119 mg/dl when all tests were performed within 10 minutes on the aviva sys. Rptr indicated that he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment rec'd. No adverse event reported. A request was made for the return of the suspect device and replacement prod was sent.